Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv shock for supraventricular tachycardia. Review of session records revealed that the patient had ongoing atrial fibrillation which was appropriately detected by device as svt. The rate then accelerated into vf zone and the device delivered a shock which successfully terminated the atrial tachycardia. Patient was unwell during the episode. Programming changes were made. There were no further problems for the patient after the event.